Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 1 of 4. Per the initial report, home patient (hp) had a system error 2240 (air in the set). The technical service representative (tsr) had the hp cycle the power on the hc. The hp stated that the unused supply line clamp was open. The hp would start over with all new supplies. Global product surveillance contacted hp on (B)(4) 2011. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. The hp stated that she left one of the supply clamps open and she thinks that is what caused the alarm. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during dwell 1/4 was confirmed and the cause was determined to be use error due to the patient having a clamp open on an unused supply line. The home patient (hp) stated that the unused supply line clamp was open. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.